Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired on the cystic duct and the clips were scissoring. Another device was used to complete the case with no adverse pt consequences.

Manufacturer narrative:
Date sent: 3/09/2009. Info anticipated, but unavailable at this time.